Event description:
The customer reported to customer service that the transformer for her pump in style advanced breast pump completely fell apart, wires are exposed and she saw sparks, indicating a breach, which is safety issue.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as the cause of the event. Should additional information or the original product be received, resulting in new changed, or corrected information, a follow up report will be filed at this time. The issue with a damaged transformer housing for the pump in style device was address in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation , the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.